Manufacturer narrative:
There is no evidence indicating that the integrity of the anterior capsule was compromised by the performance of the system. The customers reported event was not able to be confirmed. A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The laser portion of the procedure was completed without incident. During the procedure in the or, the surgeon used a cystatome to check the capsulotomy edges and was noted to look complete 360 degrees. The patient coughed and the cystatome was immediately removed. Hydrodissection and phaco was performed and as surgeon was removing cortex an anterior capsule tear was noted and an anterior vitrectomy was performed. The surgeon implanted an anterior chamber lens instead of the planned intraocular lens (iol). After the implant was placed in the anterior chamber, the procedure was completed without incident. Clinical applications specialist (cas) discussed with the surgeon following the case if surgeon thought the laser contributed to the event, and the surgeon said he didn't think so and it was caused either by the cystatome nicking the capsule edge or the phacoemulsification tip hitting the edge of the capsule creating the tear. However, he couldn't say for certain what the cause was.